Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled (g5) was received for evaluation. Electrical insulation testing was performed again and a short circuit was noted between the tct wire and conductor wire 1 (electrode 1). The cause of the short circuit remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit in the catheter.